Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level of 40-400 mg/dl. The customer treated with carbs for low and high blood glucose with insulin pump and syringes. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.